Manufacturer narrative:
This report is submitted on november 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an extrusion of the receiver/stimulator. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with oral antibiotics (specific date and duration not reported). This report is submitted on january 06, 2023.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 19, 2022